Event description:
It was reported that the patient underwent a procedure in which the cuff space holder was removed. During the procedure a new artificial urinary sphincter (aus) device was implanted. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.